Event description:
Note: this report pertains to one of three cre pro wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that three cre pro wireguided dilatation balloons were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon burst while being inflated at 20mm. The same problem occurred with the second and third cre pro wireguided dilatation balloons. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results a visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally, which confirms the reported event of balloon burst. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure could create friction on the balloon, caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of three cre pro wireguided dilatation balloons used during the same procedure. It was reported to boston scientific corporation that three cre pro wireguided dilatation balloons were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the balloon burst while being inflated at 20mm. The same problem occurred with the second and third cre pro wireguided dilatation balloons. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.